Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with an implantable neurostimulator for spinal pain. It was reported that the patient had a plate and six screws in her left foot and it seemed like the spinal cord stimulation was aggravating the area where the screws and plate were placed. It was noted that this was a sudden change in therapy/symptoms that began in (B)(6) of 2015. The patient was to follow-up with a health care professional. Additional information has been requested regarding troubleshooting and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.